Event description:
A customer contacted beckman coulter (bec) in regards to obtaining erroneously low calcium results using the calcium reagent (part number (B)(4), lot #3567) generated on the (B)(4) clinical chemistry analyzer (serial number (B)(4)). This event occurred over two different days ((B)(6) 2013). This report documents the results obtained on (B)(6 )2013. The results were released out of the laboratory to the oncology department. Upon examination of the results, the oncologist questioned the results of seven (7) patients as they seemed low. The customer reran one hundred and thirty four (134) patient samples that were run on (B)(6) 2013 and one hundred and twenty (120) patient results yielded values up to 21% lower than the repeated results. The results provided by the customer are shown in the attachment section of this report. There was no change in patient treatment in connection to this event.

Manufacturer narrative:
Prior to testing patient samples for calcium, qc was recovering within the laboratory's established specifications. After the calcium results were questioned, qc recovery showed a negative drift. The customer performed a "reagent blank" and re-tested qc; recovery was still low. The customer re-calibrated the analyzer and qc recovery performed back within range. The root cause of the low qc and patient result recovery is undetermined. Investigation is still on-going. This report is related to MDR 9680746-2013-00002 that documents the results generated on (B)(6) 2013.

Manufacturer narrative:
This reported event is a reagent (calcium) related issue not an analyzer (au5811-03) related issue. This follow up is being submitted to report against the affected reagent lot (calcium reagent, part number osr6113, lot number 3567) and not the analyzer involved (au5811-03 clinical chemistry analyzer, part number a94908, serial number (B)(4)).

Event description:
This is a follow up report.

Manufacturer narrative:
Update conclusion (06/17/2013): upon further investigation it was determined that the instrument was last calibrated a day before the erroneous results were run (on (B)(6) 2013). The customer re-calibrated the instrument after the erroneous results were generated and released out of the laboratory (on (B)(6) 2013). Out of the one hundred and twenty (120) patient samples, the first thirty five (35) patient results had a % bias up to 21 % and the last eighty five (85) patient results had a % bias up to 16 %. All patient results generated prior to the performed calibration on the day of the incident are not valid as the calibration of the instrument had expired. The information for use (IFU) of the calcium reagent (part number osr6113) clearly states to calibrate the instrument daily. The customer acknowledged that the instrument should be calibrated each day prior to running patient samples. This issue has been confirmed as customer use error; however, the significant drop in performance on (B)(6) 2013 after initially running acceptable qc and then generating low patients' results with a negative qc drift recovery could not be determined. (B)(4).

Event description:
This is a follow up report.